Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced hospitalization due to skin irritation and infections with 3 infusion sets. The site of insertion was abdomen. The patient was hospitalised for 2 hours. The patient also had pain at the insertion site. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. E1: patient city: (B)(6). Patient country: spain. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: the reference samples for the lot 6008269 have already been previously tested in the complaint (B)(4) on 01-oct- 2025. The batch 6008269, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008269". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6008269 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine 08 on 26-jul-2024, with a total of (B)(4) units. The sub-assembly lot 4h00459 was manufactured according to the wi-4905245 version 27 on 03-aug-2024, with a total of (B)(4) units. The sub-assembly lot 4g01724 was manufactured according to the wi-4905245 version 27 on 26-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g03664 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08 on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g006383 was manufactured according to the wi version 42 and manufactured in the machine 08 on 31-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the no malfunction based on complaint information no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, four complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14985. The initial MDR with manufacturing report number (3003442380-2025-14985), was submitted on 10-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 26-jul-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: the reference samples for the lot 6008269 have already been previously tested in the complaint (B)(4) on 01-oct- 2025. The batch 6008269, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008269". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6008269 was manufactured according to the wi version 79 and manufactured in the machine 08 on 26-jul-2024, with a total of (B)(4) units. The sub-assembly lot 4h00459 was manufactured according to the wi version 27 on 03-aug-2024, with a total of (B)(4) units. The sub-assembly lot 4g01724 was manufactured according to the wi version 27 on 26-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g03664 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08 on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g006383 was manufactured according to the wi version 42 and manufactured in the machine 08 on 31-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, four complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.